Manufacturer narrative:
Siemens healthcare diagnostics has identified issues with the advia chemistry xpt systems with software version 1.0.3 which may affect the day to day behavior and/or workflow of the system. The issues are: auto start-up failing, the calibration interval resets when a reagent blank is run, the control definition screen assumes the range defined is two standard deviation, laboratory information system communication and a laboratory automation system issue, the printer driver resets, the ion selective electrode calibration ranges are too conservative for urine sodium, the archiving and deletion maintenance activity may fail, and workstation services may restart. An urgent medical device correction (umdc) was sent to customers in the united states and an urgent field safety notice (ufsn) was sent to customers outside of the united states in (B)(4) 2015. The umdc and ufsn were entitled "advia chemistry xpt systems multiple issues identified in software version 1.0.3." The umdc/ufsn explains the issues and the actions customers can take if they experience them.

Event description:
An advia chemistry xpt instrument displayed an error for thirty-two patient samples. The samples were not auto-repeated due to lack of sample in the dilution turntable. There are no reports of patient intervention or adverse health consequences due to this issue.

Manufacturer narrative:
The initial MDR 2432235-2015-00485 was filed on october 21, 2015. (B)(6).